Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised and underwent an open reduction internal fixation on the left side on (B)(6), 2008 due to loosening of the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, date implanted, manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-00593 / 02995).

Event description:
It was reported that patient enrolled in clinical study underwent an open reduction internal fixation procedure on an unknown date in 1986. It was further reported patient underwent a conversion to total hip arthroplasty on (B)(6) 2001 subsequently, patient was revised and underwent an open reduction internal fixation on the left side on (B)(6) 2008 due to impending femur fracture. Operative notes provided indicate severe osteoporosis and bone loss. It was also noted the proximal stem was well fixed with presence of osteolysis and the acetabular component showed wear.